Event description:
The pt received her scs ipg on (B)(6) 2006. It was reported that the pt's charger can't locate the ipg. The pt was sent a spacer kit to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.